Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an episode where inappropriate therapy was delivered. The device delivered inappropriate anti-tachycardia pacing (atp) that accelerated the rhythm and also inappropriate electric shocks were delivered. All therapy was exhausted. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an episode where inappropriate therapy was delivered. The device delivered inappropriate anti-tachycardia pacing (atp) that accelerated the rhythm and also inappropriate electric shocks were delivered. All therapy was exhausted. The ICD remains in service at this time. According to the field representative the dose of beta blockers was increased. No additional adverse patient effects were reported.